Manufacturer narrative:
Field service engineer (fse) troubleshoot the monitor collision alarm which locked up the table movements, and found the image intensifier amplifier pcb was damaged by fluid. Fse replaced the amplifier pcb transducer and resealed with water proof tape, and table movement was restored to normal. Fse performed a system check using service checklist and returned system to full service.

Event description:
Customer reports the table movement failed during an undetermined urology procedure. Staff moved the patient to another room where procedure was completed with portable c-arm fluoro. Customer did not provide any further patient or procedural information, other than to say the patient is fine. No reported injury.